Event description:
It was reported the naviflex introducer was used in a cross-over percutaneous transluminal angioplasty procedure. Following completion of the procedure, upon removing the introducer, resistance was encountered. The sheath elongated and separated approx 5 cm distal to the hub. The phsyician used a clamp to stop the blood flow and remove the rest of the introducer. The introducer separated again when 10-12 cm was visible outside the body; however, the physician was able to remove all components using the clamp. The patient was reportedly, recovering and doing well.